Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and that the customer received a power source alert. Customer confirmed pump display turned on when plugged into a power source. Additionally, was it reported was the pump shutdown unexpectedly and subsequently, a minimum fill notification occurred. Reportedly, a new cartridge was filled and loaded successfully. Customer's blood glucose was 140 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.